Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead fracture. This lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a fracture with high impedance measurements and noise. A new lead was implanted. No additional adverse patient effects were reported.